Event description:
Bsc crm received info that the pt was experiencing syncopal episodes and the pt. Is pacemaker dependant. Testing revealed some intermittent loss of capture. The impedance measurements had decreased from 500 ohms to 120 ohms. When the suture sleeve was pulled back, it was noted that the insulation also pulled back in that area.